Event description:
Zimmer dental implant surgically implanted (B)(6) 2006 for tooth #30 in pt (B)(6) by dr. (B)(6). Pt had continuing problems with the implant resulting in bone grafts, removal and replacement of crown, and eventual total failure, when implant came around (B)(6) 2011. When implant was given to dr. (B)(6), he examined it and told us that it was "clearly defective." He took the implant to return to the MFR. He subsequently told us that he had returned it to zimmer and was waiting for a response from them about it. He said that the defect could have resulted in bacteria getting into the bone and causing infection.